Event description:
It was reported that the patient underwent a revision procedure 43 days post implantation due to a dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 0100013313, item name durasulâ®, alpha insert, hooded, mm/28 lot # 68152. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Mechanical (g04) ¿ head. Visual examination of the provided pictures identified the stem and head to be laying on the tray, no other observations could be made from the image. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.